Event description:
It was reported that the patient received a vibratory alert. A remote transmission showed episodes of non-sustained lead noise due to oversensing of myopotentials. The patient was asymptomatic. Programming changes were recommended, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.